Event description:
It was reported that (1) cdh33 device was used during a low anterior resection procedure. It was reported that during a low anterior resection procedure the cdh33 was used to reanastomose the colon and rectum. The nurse assisting the surgeon fired the instrument properly, but did not hear the audible crunch. The surgeon checked the anastomoses to find that only half of the staple line stapled. The surgeon had to complete the procedure by suturing the anastomose. There was no consequence to the pt.